Manufacturer narrative:
The reported events of inability to interrogate, premature depletion, and no pacing were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented in-clinic experiencing bradycardia. Upon interrogation, the patient's pacemaker was found to be at end of life, and there was loss of low voltage output and loss of telemetry noted. The physician alleged premature battery depletion on the device. The pacemaker was explanted and replaced on (B)(6) 2021. No adverse consequences were reported throughout the procedure and the patient was discharged.